Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that there was a call your doctor icon. It was noted that the patient saw this earlier today and described it as an informational power-on-reset (por). It was noted that the patient synced with the patient programmer while reporting but now the patient programmer appeared to be working as normal. It was noted that the patient stated that everything was working as designed and reported having no problems or change in therapy.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).